Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness and rupture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation revision surgery with a 350cc mentor memorygel left breast implant and 325cc mentor memorygel right breast implant experienced breast implant illness, change in shape, change in breast density, dizziness, paresthesia, pain, asymmetry and right sided rupture post procedure. As a result, patient has a planned explantation on (B)(6) 2022. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that patient also experienced headaches, hair loss, and fainting spells. Manufacturer¿s reference number: (B)(4).